Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on resetting the pump and assisted with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any further malfunctions occurred.